Event description:
It was reported that a smiths medical pump was alarming and went off. Batteries were so hot patient could not touch them. Attempted to place new batteries but there was no power. No adverse patient effects were reported.